Manufacturer narrative:
This report is submitted on march 4, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site which was treated with oral antibiotics. There was a skin revision to remove the skin overgrowth.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) for skin revision and abutment removal. This report is submitted on march 22, 2022.